Event description:
Unomedical reference number: (B)(4). Event occurred in greece on (B)(6) 2023, it was reported that the infusion set's tubing got detached when the patient tried to change the infusion set. The site location was patient's belly. Reportedly, the patient is unsure if infusions were stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. Also, the patient was unsure whether there was stress or pull on the tubing. The pump was not dropped with the set connected to patient's body. No further information was available.